Event description:
It was reported when using the pyxis medstation es system that it had a communication issue. The issue occurred when dispensing medications, and there was also a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had no findings available. A technical service engineer confirmed that this issue is already resolved by customer. The system functioned as intended after the technical service engineer verified the device.